Event description:
It was reported that the caller observed air bubbles in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by completing the steps to properly remove the air bubbles.